Event description:
It was reported that during a stenting procedure, stent damage occurred. The target lesion was located in the calcified right common artery. The physician felt resistance while attempting to deliver this 8mm x 2.50mm ion otw stent device. Once the physician removed the stent device from the patient, stent damage was noticed at the distal end of the stent. The procedure was continued with another manufacturers device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product (B)(4).

Event description:
It was reported that during a stenting procedure, stent damage occurred. The target lesion was located in the calcified right common artery. The physician felt resistance while attempting to deliver this 8mm x 2.50mm ion otw stent device. Once the physician removed the stent device from the patient, stent damage was noticed at the distal end of the stent. The procedure was continued with another manufacturers device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis with contrast in the inflation lumen. The balloon was tightly folded and there were stent strut impressions on the surface of the balloon between the markerbands, indicating the stent was appropriately positioned between the markerbands and secured to the balloon in manufacturing. The proximal end of the stent moved distally 8mm from the as-manufactured position. Several struts on the proximal end of the stent were bunched-up. There was no damage to the stent delivery system. Magnified inspection presented no damage or irregularities that could have caused or contributed to the reported advancing difficulty or the confirmed stent damage and moved on balloon. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).